Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and possible under delivery anomaly. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, mmt-874a. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event and the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer would discontinue the use of the pump. The product mmt-7040a was requested and customer response was the device will be returned. The product mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-874a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms or no delivery alarms noted during testing. Unit successfully downloaded to thumps and carelink. Verified that flow blocked alarm or no delivery were recorded in pump history download. Pump was cut open for visual inspection. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. All connections and assemblies were locked properly during inspection. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked keypad overlay at select button, stained keypad overlay, pillowing keypad overlay. In summary, customer concern was not confirmed due to pump functioning properly upon battery installation and no relevant alarms found in pump download history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.